Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and the following was obtained: why is the jvac reservoir product reported in this event? The reservoir did not have a direct problem, but it was used with 2227 (drain). Was there any issue noticed with the jvac reservoir or any of its component before use on pre-op / intra-op / post-op? No further information is available. Drain lot number? No further information is available. Was the initial broken drain removed from patient and new one inserted surgically? No further information is available. Was patient taken back to surgery or was any medical/surgical intervention done to insert new drain? No further information is available. How was the case completed? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2019 and a drain was used. The drain was broken outside the patient¿ body when milking the drain in the ward. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: received one drain, which is broken to three separate pieces: the drain could break due to damage in use (cut/nick).